Event description:
Clinical narrative: a 65-year-old male with acute myocardial infarction complicated by cardiogenic shock (scai shock stage d) underwent percutaneous placement of an impella cp device via the right femoral artery on (B)(6) 2026 at 09:13 for temporary mechanical circulatory support. During impella support, the patient developed signs concerning for hemolysis, including dark red/tinged urine and an increase in lactate levels from 3.0 to 5.5 mmol/l. Imaging was utilized to assess pump position; however, good pump position was not confirmed, and the device was noted to be positioned under the papillary muscle with suspected contact with the mitral apparatus. No anatomic abnormalities of the heart were reported, and no blood products were administered. Despite the suspected hemolysis, the patient remained hemodynamically stable. Repositioning was attempted but did not resolve the positioning issue. The patient was subsequently brought to the cardiac catheterization laboratory for device removal. The impella cp was explanted on (B)(6) 2026 at 16:49 due to the failure mode. Hemolysis onset occurred during impella support, though resolution following explant is unknown. This event is likely related to suboptimal pump positioning with contact of the mitral apparatus. The device was successfully removed and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. E4 updated reporter also sent report to FDA was omitted from initial report. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the mechanical interaction with blood/hemolysis could not be determined as no product or logs were returned for evaluation. The cause of the device in wrong position could not be determined as limited clinical details were provided as to how the pump came out of position.